Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged due to twiddler's syndrome. It was also noted that the dislodgement contributed to an inappropriate shock. Surgical intervention was performed and the lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead body was extremely twisted approximately 9 cm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Due to the excessive twisting of the lead body, laboratory analysis determined that twiddler¿s syndrome most likely contributed to the dislodgement as analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.